Event description:
It has been brought to my attention from multiple individuals that dr. (B)(6) that he is using pmt expander implants that are 2500 cc breast expanders that exceed the 800 cc shell approved limit in the USA . He bought the stainless steel mandrels used in manufacturing them from pmt corp so he can make his own implant shells and making them as customs here in the USA. I'll include the website name for the company and dr. (B)(6). I have photos of a recent client of his that's botched by him and extremely infected along with paperwork proof from another client who received 2500 cc shells by him in the USA here in (B)(6). (B)(6). Reference report: mw5144668.